Event description:
It was reported that the patient's avm was treated with 10 vials of onyx. Post procedure, the patient experienced cerebellar infarction, thrombocytopenia, and neurological became worse comparing with pre-embolization. The physician thinks the adverse event came from cerebellar infarction due to feeder occlusion. No other complications were reported with the patient as the result of the event.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation as they were consumed in the event. (B)(4). Lot # and model# of the 10 onyx involved: model#: 105-7100-080; lot#: 8990684; dom: 07/21/2010; expiration: 04/01/2013. Model#: 105-7100-080; lot#: 9387299; dom: 012/13/2010; expiration: 11/01/2013. Model#: 105-7100-060; lot#: 9394845; dom: 01/6/2011; expiration: 12/01/2013.